Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Device evaluation: the customer reported issue of ¿liquid crystal display (lcd) damage¿ was confirmed during visual inspection. Further investigation found the upstream occlusion (uso) seal had adhesive on the sensor. The lcd and uso were replaced, and the device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿liquid crystal display (lcd) damaged.¿; during device evaluation it was found the upstream occlusion (uso) seal has adhesive on the sensor.